Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump had damage and 50 percent of o ring of reservoirs was chipped off from the reservoir compartment. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.